Manufacturer narrative:
(B)(4): upon follow up, it was reported that the cause of the peritonitis was due to a break in aseptic technique. The peritonitis manifested as a fever, abdominal pain, and cloudy effluent. The patient was treated with vancomycin (1 gram, 3 times weekly, intraperitoneally (ip)) and later recovered from the event. No additional information is available at this time. Due to the additional information, the minicap is no longer a suspect product in this event. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The pdrn reported the cause of the peritonitis was due to a touch contamination. The patient was retrained on proper aseptic technique during a home visit with the pdrn on an unknown date in (B)(6) 2013. In addition to the vancomycin treatment, the patient was treated with intraperitoneal (ip) gentamicin (dose, frequency and duration unknown). At the time of this report, the patient remains on continuous ambulatory peritoneal dialysis (capd). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. Treatment was not reported. Dianeal therapies were ongoing and the patient was recovering from this event. No additional information is available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895243 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.